Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurs, electrical connector has foreign objects, nozzle has foreign objects, connecting tube has foreign objects, plastic distal end cover has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on electrical connector, a noise image occurs. The issue traced to component failure and the most probable cause of the malfunction electrical connector has foreign objects, nozzle has foreign objects, connecting tube has foreign objects, plastic distal end cover has foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was producing an intermittent image when moving the knobs. The issue occurred during an unspecified procedure. There were no reports of patient harm.